Event description:
It was reported that the tip of a 3mm apex pin broke off in the lower tibia. Surgeon was able to remove and filled with cancelous chips.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device not returned.